Manufacturer narrative:
The date (B)(6) 2017. Is an approximate implant date (month and year known only). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider via a company representative regarding a patient who was receiving an morphine with concentration 15.0 mg/ml at a dose rate of 2.627 mg/day and bupivacaine with concentration 40.0 mg/ml at a dose rate of 7.006 mg/day via an implantable pump as of (B)(6) 2018 for non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported that an infection occurred regarding the pump pocket in the right buttock. The event occurred during normal use. There were no known environmental/external/patient factors that may have led or contributed to the issue. A surgical consult with a physician was noted. Actions taken to resolve the issue included surgical intervention. The pump pocket was opened, irrigated, and then closed. It was noted that cultures were taken. Results of cultures were not specified. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. It was noted that the healthcare provider had no further information regarding the infection. It was further noted that the patient stated their pump was previously replaced in (B)(6) 2017. As per the clinician programmer print report provided, the serial number of the patient¿s pump was (B)(4). The date (B)(6) 2017 is considered an approximate implant date regarding the pump with serial number (B)(4); month and year known only. The patient¿s medical history was indicated as having been requested, but would not be made available due to legal /confidential reasons. No further patient complications have been reported as a result of this event.